Event description:
It was reported that during testing, it was noted that a fluid like substance was leaking from the hub. It was also reported that this event did not occur during a surgical procedure, and there was no delay, no medical intervention and no adverse consequences as a result of this event.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during testing, it was noted that a fluid like substance was leaking from the hub. It was also reported that this event did not occur during a surgical procedure, and there was no delay, no medical intervention and no adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.